Event description:
The customer reported the device failed to charge for the delivery of energy during patient transport. There was no reported patient impact. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient. The device was in use at the time of the reported issue.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device failed to charge for the delivery of energy during patient transport. There was no adverse impact to the patient. Another device was used to transport the patient.